Manufacturer narrative:
Related MFR # for the pump: 2916596-2023-07135. The previous driveline fault that led to a controller exchange was captured under MFR 2916596-2023-05922. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review after the patient previously had a system controller exchange for a driveline communication fault. The new controller logfile contained limited data following the equipment swap. No additional communication faults were noted; however, it was additionally reported that the modular cable would be replaced, and that the modular connection was wet from the patient reportedly showering prior to their visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed; however, the reported event of fluid ingress was unable to be confirmed. The heartmate 3 vad modular cable (lot number: 7157727) was returned for analysis and underwent functional testing. The cable was connected to a mock loop, test system controller, test system monitor, test power module and allowed to run for an extended duration. The cable was manipulated by hand; however, no alarms became active during testing. Resistance testing was performed on the cable and fluctuating values were observed upon manipulation of the cable near the inline connector strain relief. The outer jacket was removed, near the inline connector strain relief, and both the green, yellow, and orange wires were found damaged with exposed conductors. A log file was submitted from the heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 9 hours (03aug2023 from 06:11:57 ¿ 15:56:26 per timestamp). On 03aug2023 at 14:42:19, a driveline communication fault alarm was active due to a communication b fault. The alarm remained active throughout the remainder of the log file until the driveline was disconnected on 03aug2023 at 15:28:31 for a system controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A log file was submitted (20230803_041135) from the heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 3 days (12apr2023, 01jan2000, 03aug2023 per timestamp). The driveline was initially connected to the controller on 03aug2023 at 15:24:36; which is consistent with the provided information of the patient receiving a new system controller following a controller exchange. No notable alarms were active in the log file. A log file was submitted from the heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 1 hour (05sep2023 from 15:30:30 ¿ 16:30:57 per timestamp). Driveline communication fault alarms were active throughout the log file due to a communication b fault. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. Electrical compromise between the yellow and orange wire would cause a communication fault b. The cause of the reported event appears to be due to wire fatigue in the yellow and orange wires; however, a root cause for the wire fatigue was unable to be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed. The heartmate 3 vad modular cable (lot number: 7157727) was returned for analysis. The cable was visually inspected, the cable and connectors were dry and there was no evidence of fluid ingress. The cable then underwent functional testing, and was connected to a mock loop, test system controller, test system monitor, test power module and allowed to run for an extended duration. The cable was manipulated by hand; however, no alarms became active during testing. Resistance testing was performed on the cable and fluctuating values were observed upon manipulation of the cable near the inline connector strain relief. The outer jacket was removed, near the inline connector strain relief, and both the green, yellow, and orange wires were found damaged with exposed conductors. A log file was submitted from the heartmate 3 system controller (serial number: (B)(6) for review that showed events spanning approximately 9 hours (03aug2023 from 06:11:57 ¿ 15:56:26 per timestamp). On 03aug2023 at 14:42:19, a driveline communication fault alarm was active due to a communication b fault. The alarm remained active throughout the remainder of the log file until the driveline was disconnected on 03aug2023 at 15:28:31 for a system controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A log file was submitted from the heartmate 3 system controller (serial number: (B)(6) for review that showed events spanning approximately 3 days (12apr2023, 01jan2000, 03aug2023 per timestamp). The driveline was initially connected to the controller on 03aug2023 at 15:24:36; which is consistent with the provided information of the patient receiving a new system controller following a controller exchange. No notable alarms were active in the log file. A log file was submitted from the heartmate 3 system controller (serial number: (B)(6) for review that showed events spanning approximately 1 hour (05sep2023 from 15:30:30 ¿ 16:30:57 per timestamp). Driveline communication fault alarms were active throughout the log file due to a communication b fault. No other notable alarms were active in the log file. Electrical compromise between the yellow and orange wire would cause a communication fault b. The cause of the reported event appears to be due to wire fatigue in the yellow and orange wires; however, a root cause for the wire fatigue was unable to be conclusively determined through this investigation. Heartmate 3 lvas patient handbook section 2 "how your heart pump works" warns the user to keep connectors clean and dry and away from water or liquid. No further information was provided. The manufacturer is closing the file on this event.